Event description:
It was reported that when an asymptomatic patient presented for a follow-up, high, out of range, pacing lead impedance and high capture threshold were observed. The lead was explanted and replaced. Patient will be routinely monitored.